Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical assistance. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient bled for three hours after the pod was applied due to hitting a vein along with the use of blood thinners. The patient was treated at a clinic for the bleeding. Follow up attempts were made to retrieve further information regarding medical assistance. No further information provided.